Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator(usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The issue occurred on (B)(6) 2025, where the universal surgical manipulator (usm) was not responding, and the team encountered a recoverable fault repeatedly. This issue required the nursing team to disable one of the arms to continue the procedure. System functionality was checked initially and the system powered on without errors. The fault occurred near the end of the case. To resolve the issue temporarily, the team completed the procedure using only three arms and performed a hard reset of the system after the case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 32101 error was found indicating a voltage fault on the usm axes controller motor (acm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acm was inspected, and no faults could be identified. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault of the acm within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).